Event description:
It was reported that the pump unexpectedly displayed a reset screen and went blank without the led blinking. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team explained the issue as a built-in safety feature of the pump and assisted the customer in troubleshooting, loading the cartridge, and resuming insulin. The customer acknowledged the explanation, and further action includes obtaining a charging pad and repairing the pump.